Event description:
Paramedics responded to a person, condition unknown. The pt was connected to the device to administer transcutaneous pacing. According to the reporter, the device alarmed, "pacing leads off" and would not pace the pt. Pt outcome is unknown.

Manufacturer narrative:
In an evaluation of the device by physio-control, a complete functional test was performed and proper operation was observed. Proper operation was observed. Proper operation of the device was reviewed with the facility and the device returned to the customer for use.